Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2019. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient had a mesh implanted on (B)(6) 2008 and underwent partial removal surgery of mesh on (B)(6) 2018 which are all captured in a separate file. No additional information was provided

Manufacturer narrative:
Date sent to the FDA: 5/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/26/2022. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated ventral and incisional hernia, and adhesions.